Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with was determined to be either be myopotentials or low-amplitude lead noise. Programming changes were made. The patient was stable.